Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that the issue was clarified to be telemetry lockout, when the patient was seen in-clinic on (B)(6) 2024. Interrogation was able to restore the device. No adverse patient consequences were reported.